Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported tha the customer received a no delivery alarm from his insulin pump. The customer's blood glucose level was 173 mg/dl. Standard troubleshooting was unable to be performed since the event happened in the past. The product is not being returned. Nothing further was reported.